Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer did not observe insulin drip out of the infusion tubing or the cartridge tubing during the load fill tubing sequence. The customer's blood glucose (bg) level was 350mg/dl and a manual injection was administered to address the bg level. Tandem technical support advised the customer to perform a cartridge change to address the issue. No additional information regarding this event was provided by the customer.